Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the study (sdy). It was reported that the issue was resolved without sequel on 2017-11-28. On (B)(6) 2018, it was reported that the loss of therapeutic effect, pain, discomfort, and explant was due to a therapy issue and was not due to programming. The exact cause was not determined, but was resolved. It was unknown what the status of the explanted device was.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported a loss of therapeutic effect. Interventions included a reprogramming on (B)(6) 2017 and therapy was suspended on (B)(6) 2017. There was a report that the device was removed on (B)(6) 2017. Symptoms reported to have started on (B)(6) 2017. The event was possibly related to the device or therapy and unlikely related to the implant procedure. It was reported that the event was not due to programming. There was a report that the patient reported pain/discomfort at the implant site. They were advised to change programs and amplitudes. It was reported that the patient tried this numerous times with no relief so was advised to turn the device off. The patient requested to have the device explanted due to no benefit and the explant procedure was scheduled for (B)(6) 2017. It was reported that the event was ongoing. Relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No further complications were reported/anticipated.